Manufacturer narrative:
(B)(4). Diabetes mellitus is a known contributor of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and a hypoglycemic event that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient stated that she was in bed and her husband found her twitching. Paramedics were called, but they were able to treat her at home. Patient was given a soda to drink. At the time of the inaccuracies, it was reported that the cgm displayed a value of 70mg/dl and the bg meter displayed 40mg/dl. At the time of contact, patient reported that she was doing fine. No additional event information was reported. It was reported that the patient was using the device while pregnant. The dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. The receiver data log was reviewed. The complaint of inaccurate cgm values was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).